Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were provided for review after the patient had ventricular tachycardia on (B)(6) 2025 with a shock from an internal defibrillator. The left ventricular assist device (lvad) was stable with no alarms reported. The log files were reviewed and displayed multiple silence_alarm_button_pressed flag events where it appeared the system controller self-test was performed. There were 35 pulsatility index (pi) events captured in the event log file. It appeared the patient was sleeping on battery power which was not recommended per the instructions for use (IFU) as there was a chance alarms could not be heard from the system controller. There were no other unusual events seen. The device was operating as expected. The patient had symptoms of palpitation, shock from defibrillator. An ICD was implanted prior to the lvad. The arrythmia was not thought to be or device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system, serial number (B)(6), were reported by the account. The device reportedly operated as expected. The device will not be returned for evaluation. Review of the submitted log files captured the pump operating as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's amiodarone was re-introduced (loading dose, then a maintenance dose at 200 mg daily). The arrythmia did not result in clinical compromise. The arrythmia was not sustained and it was ventricular tachycardia. The patient had a history of arrythmia pre-lvad. The arrythmia resolved but the patient was transplanted on (B)(6) 2025. The patient was not elevated on the transplant list. This transplant was considered routine. The device operated as expected. The arrhythmia the patient had prior to the lvad was ventricular tachycardia. The device would not be returned.